Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced redness, drainage, and discomfort around the tubing after a tubing connector change. The patient denied redness, fever, purulent drainage with foul odor, bleeding and had no pain. The patient requested antibiotics as a precaution in which the primary care physician prescribed 10 day duration of oral doxycycline. A call was made to the patient who confirmed that there was a small amount of green drainage at the stoma site; however, an official diagnosis for infection was not established as the initial culture was grown in the wrong media. A second culture was done which was negative as the patient was already taking antibiotics when it was swabbed. The consumer reported that during a connector change, no sterile equipment was used in which they rubbed alcohol on and used scissors to cut the connector.